Event description:
A surgeon reported that during intraocular lens (iol) implantation, the lens was cut and removed and vitrectomy performed. The association between this event and the iol is not known. Add'l info has been requested.